Manufacturer narrative:
Concomitant medical products: 6947-65, lead, implanted: (B)(6) 2004.

Event description:
It was reported that a review of a remote transmission showed oversensing of the right atrial (ra) lead that was consistent with retrograde events and perhaps a few far field r-wave (ffrw) oversensing events as well. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.